Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry was not aligned properly. The system was realigned and began functioning as intended. The imaging system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the system gantry door would not completely close. The door panels would not completely close to lock the gantry into place. Re-opening and re-closing the gantry did not resolve the issue. Neither did applying pressure to the outside of the covers. No visible obstruction was present. Navigation was aborted. There was no patient impact reported and a twenty minute delay to surgery.